Event description:
It was reported that the black ir filter on the led of the femoral tracker fell off during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the black ir filter on the led of the femoral tracker fell off during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the cover of the led was broken off was confirmed during visual inspection. During device evaluation, we were unable to determine what caused the broken led cover. It is possible that rough or improper handling led to broken led cover. The device was discarded by the manufacturer following evaluation.